Event description:
A physician reported a pt who was treated on 11/25/97 in the glabella. The physician did not observe any sudden blanching or color change at the time of collagen treatment. A few days later (exact date not known) the pt stated that the treatment area became very red and swollen. On 12/1/97, the physician examined the pt; and noted the treatment area was red, swollen, and had a few small scabs present; which he believed was an infection. The physician prescribed oral augmentin and hytone topical cream on 12/1/97. On 12/5/97, the physician examined the pt and noted that the area of infection was much smaller in size, but there was still some redness present. The physician stated that he could not tell whether or not the pt might develop a scar, but noted that there was a small area of indentation where a small scab had sloughed off. The physician did not believe the symptoms were due to necrosis following vascular compromise or a hypersensitivity to collagen, but believed this was a localized infection and questioned the sterility of the product. As of 12/8/97, the physician had not prescribed or planned any add'l medical intervention.